Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon slow deflation occurred. The target lesion is located in the right coronary artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon took an extremely long time to come all the way to negative. While pulling negative on the balloon after inflation, the contrast was retracted from the balloon into the indeflator. On a normal negative pull, once the contrast was gone from the balloon, there was a vacuum created presenting as air, or a burp. The procedure was completed with a different device. No patient complications reported and the patient's condition was fine.